Event description:
It was reported the patient stated they have not been doing well with their symptoms. They said it has helped some but not what they would like their results to be. The patient complains of urinary leaking that just started recently. The patient was implanted for fecal incontinence. The urinary incontinence was not assessed. The patient was instructed to speak with their physician regarding the urinary incontinence. The patient stated they are fecal incontinence episodes when they are away from home. The patient said they do not feel comfortable going out due to this. The patient admitted certain foods will contribute. The patient was asked three times how many accidents they may be having and the patient did not provide an answer. The patient kept saying they know it is better than before. The patient was asked if they are achieving 50 percent improvement and they said yes. The baseline was reviewed as ten fecal incontinence episodes per week. The patient was reviewed expectations. The patient said the device has never done really well, but with the last assessment, the patient was happy and satisfied with therapy. The patient was given the option of increasing stimulation, which they have not done for quite some time. The patient said they have a lot of other health issues. They are following up with the physician regarding low back, hip, and knee pain. The patient will be having back surgery at some point. They are receiving injections for the pain. The patient was also given the option to turn off the device to rule out overstimulation, but the patient said they do not want to do anything with the device right now until they get some things resolved. The patient believes a lot of their urinary and bowel problems are from their back. The patient was advised to call when they are ready to adjust their stimulation. The patient will also be receiving an MRI. The lower back pain is a pre-existing condition. They are not aware of the protocol, and they will be mailed a readiness form.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing urinary and fecal incontinence along with pain in the low back, hip, and knee. The cause of the urinary/fecal incontinence and pain could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient stated they have not been doing well with their symptoms. They said it has helped some but not what they would like their results to be. The patient complains of urinary leaking that just started recently. The patient was implanted for fecal incontinence. The urinary incontinence was not assessed. The patient was instructed to speak with their physician regarding the urinary incontinence. The patient stated they are fecal incontinence episodes when they are away from home. The patient said they do not feel comfortable going out due to this. The patient admitted certain foods will contribute. The patient was asked three times how many accidents they may be having and the patient did not provide an answer. The patient kept saying they know it is better than before. The patient was asked if they are achieving 50 percent improvement and they said yes. The baseline was reviewed as ten fecal incontinence episodes per week. The patient was reviewed expectations. The patient said the device has never done really well, but with the last assessment, the patient was happy and satisfied with therapy. The patient was given the option of increasing stimulation, which they have not done for quite some time. The patient said they have a lot of other health issues. They are following up with the physician regarding low back, hip, and knee pain. The patient will be having back surgery at some point. They are receiving injections for the pain. The patient was also given the option to turn off the device to rule out overstimulation, but the patient said they do not want to do anything with the device right now until they get some things resolved. The patient believes a lot of their urinary and bowel problems are from their back. The patient was advised to call when they are ready to adjust their stimulation. The patient will also be receiving an MRI. The lower back pain is a pre-existing condition. They are not aware of the protocol, and they will be mailed a readiness form.